Manufacturer narrative:
The returned device was received exhibiting dried blood at the distal end of the cannula and stretched insulation - beyond the end of the cannula. The insulation layer was stripped from the cannula, which facilitated visual examination of the electrode tines; the tines appeared to be free of damage. The device handle was removed from the cannula section, then the two halves of the handle were separated. Visual exam of the separated handle revealed manufacturing flaws: an inadequate weld between the device handle and the cannula; non-uniform (inadequate) flared end of the insulation. The electrical continuity of the probe was confirmed to be intact. The cause of the reported difficulty in retracting the tines is attributed to the stretched insulation, which restricted lateral movement of the electrode. The cause of the stretched insulation is undetermined. A search of the complaint database revealed one additional complaint reported for the same lot (a different failure mode). The device history record for the pertinent lot was reviewed; no anomalies were noted.

Event description:
In 2006, boston scientific was notified that a leveen superslim needle electrode device was used during a radio frequency ablation procedure in a patient's liver (patient gender, age, and weight are unknown). It was reported that, "when the needle was tried to retrieve from the body after the ablation, the handle got crack and come off from the body of the unit. Therefore, it was retrieved from the patient's body with the deployment." Additional information provided by the complainant revealed that the "needle was retrieved with bleeding..."; however, "....there was not a serious loss." Reportedly, the physician was able to achieve hemostasis by applying astriction. Following the procedure, there was no reported adverse effect with the patient.